Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following additional findings: there was distal fiber breakage, the light guide (lg) adapter was loose, there was a crack on the video connector, and the image was out of field. Based on the results of the investigation, it is likely the following led to the malfunction: cause was traced to a component failure without any design or manufacturing issues. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope had a chip on the distal edge. The event occurred during an unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm.